Manufacturer narrative:
Product investigation completed. The ambicor cylinders, pump and tubing were visually inspected; no evidence of any damage was found, no leaks were identified in the cylinders, pump or the kink resistant tubing (krt). Product analysis was unable to confirm the reported event. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that an ambicor penile prosthesis (app) was implanted and immediately removed due to the device not pumping fully due to a small hole identified in the device. The device was removed and replaced with a new app. The patient did not experience further complications.